Event description:
Reporter's neurosurgeon, dr. (B)(6) prescribed his pt to wear an orthofix after his fusion surgery. Reporter was told to wear the device 2 hrs a day five days a week. After using it for 2 months, reporter's genitals got burned and the skin started to come off. Reporter went back to his surgeon to report the adverse effect. He stated his surgeon told him that he would notify the orthofix, the distributor about the incident and ask them to contact him. However, the reporter was not contacted as of today. The reporter said he used benadryl cream to the burned site and the wound is in the process of healing. The reporter's concern is that the device should not prescribed to people since it is not safe.